Event description:
The customer contact reported that the device dispensed less tpn solution than intended. The device was used to compound a 2400ml container of tpn. No audible alarm tones were reported. The tpn solution was given to a homecare pt for delivery. On an unspecified date, the homecare pt reported that the tpn delivery was complete 45 minutes to 2 hours earlier than expected. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received on 1/23/09. Investigation is not complete.